Manufacturer narrative:
Complaint conclusion: an si brite tip f5 11cm sheath introducer was prepared and attempted to be inserted; however, the distal tip became frayed and could not be inserted into the patient. Therefore, it was replaced with a new sheath. The procedure finished successfully. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the IFU. The product was clinically used. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No additional information is available. The product was not returned for evaluation. Review of lot 17670996 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported complaint of ¿brite tip/distal tip-frayed/split/torn¿ and ¿catheter sheath introducer - insertion difficulty¿ could not be confirmed and no determination of possible contributing factors could be made. The exact cause of these events could not be conclusively determined. However, procedural factors may have contributed to the reported events. Controls are in place to verify the catheters for damaged conditions. According to the IFU, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi, as was done in this case. Neither the DHR nor the information available suggests a design or manufacturing related process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the si brite tip f5 11cm sheath introducer was prepared and attempted to be inserted; however, the distal tip became frayed and could not be inserted into the patient. Therefore, it was replaced with a new sheath. The procedure finished successfully. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the IFU. The product was clinically used and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No additional information is available.